Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was an area of in-stent restenosis located in an unspecified vessel. A 4.0mmx150mmx150cm coyote¿ was advanced for pre-dilatation. However, upon the first inflation at 4 atmospheres for 3 seconds, it was noted under fluoroscopy that the contrast media was leaking and the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 5.0x60 sterling balloon catheter. No patient complications were reported and the patient's status was good.